Event description:
It was reported that a pump has a door that will not close. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. The unit was received inoperable due to a door not fully latched alarm, which corresponds with the reported symptom. The evaluation found that the door was able to latch closed with a loaded IV set, however, the force required to secure the door was above expected levels. The door hooks and latch pins will be replaced.